Manufacturer narrative:
(B)(4) was raised investigate this event. A supplemental report will be submitted on completion of the investigation.

Event description:
It was reported that the name on the paperwork did not match the name on the implant - one name was (B)(6) and the other was (B)(6). Stanmore reference: (B)(4).

Manufacturer narrative:
An event regarding a labelling issue with a custom distal femur was reported. It was reported that the name on the paperwork does not match the name on the implant - one is (B)(6).the event was confirmed. At the time of the event the surgeon was informed that the implant supplied was correct for the patient, as indicated by the paperwork, and that the issue was an incorrect spelling of the name on the labels. The correct patient details were confirmed and the device was implanted into the correct patient device evaluation and results: not performed as device remains implanted. Medical records received and evaluation: not performed as no medical information was provided. Device history review: review of the device history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review of DHR indicated that whilst inspection did not detect or record the error, the retained label proofs confirmed that the patient's first name is incorrectly spelt on the labels whilst the patient identification number and the patient's surname are correct. The other documents generated and supplied with the implant are correct. Complaint history review: complaint history review has confirmed that there has been 1 other similar event. No remedial action / corrective action / preventive action / field safety corrective action at this time. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the name on the paperwork did not match the name on the implant - (B)(6). This is a supplemental report to 3004105610-2016-00095 ((B)(4)).